Event description:
It was reported that during a colon resection procedure, the tissue pad detached from the arm. The surgeon had to use a new device to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.